Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that she experienced a loss of stimulation. She was getting poor communication with her patient programmer and she could not connect with her ins (implantable neurostimulator) . She had been shaking for two weeks and the change in symptom was considered sudden. It was indicated that the patient was seeing a doctor icon come up but could not recall the code with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported they had notified their managing physician about their issues and had an a ppointment scheduled for (B)(6) 2016. The device had failed which led to the shaking and loss of stimulation. The issue had not been resolved at the time of report.